Manufacturer narrative:
Device received with blank display anomaly due to power connector not plugged in properly into electrical board. After connecting power connector device boot up properly. No unexpected critical pump error noted. Device received with cracked case at battery tube side.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 365 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.